Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in a severe automobile accident in (B)(6) 2015. She was having a return of symptoms for the last 3 months. At night, the patient felt ¿quivering¿ sensation but she did not feel stimulation during the day. She was not getting any relief during the day or night. It was reported that therapy had been better than the last 3 months. The patient did not feel stimulation and therapy was on. The setting was on program 4 at 1.8v, which was increased to 2.7v but the patient was still not feeling stimulation. The patient was advised to contact their healthcare professional (hcp) office. Not having control of the bowel and not feeling stimulation started in (B)(6) 2016. Later the same day the patient reported after increasing stimulation to 2.7, she felt excruciating pain when she sat down, and had now decreased stimulation 2.4. She thought it relieved the pain while sitting down but then stood up and then sat back down again to make sure. The pain was worse when the patient started to sit down. The patient did it again and it was still hurting. Stimulation was decreased to 2.0 and it felt better. She stood up and sat down again to make sure, and it felt better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.